Event description:
It was reported the patient was experiencing discomfort at the ipg site and ineffective therapy due to high impedances. In turn, surgical intervention was undertaken wherein ipg and lead were explanted and replaced to address the issue. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.